Manufacturer narrative:
The initial MDR 2432235-2014-00582 was filed on october 02, 2014. Additional information (10/15/2014): the customer contacted the siemens customer care center (ccc). The ccc specialist offered to dispatch service, which the customer declined. Upon follow-up, the customer stated that they had changed to a different troponin qc lot and the issue was resolved. The cause of the troponin qc resulting out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that troponin quality control (qc) level 3 was consistently resulting out of range. The customer stated that no patients were affected. There are no reports of patient intervention or adverse health consequences due to the troponin qc resulting out of range.

Manufacturer narrative:
The cause of troponin qc resulting out of range is unknown. Siemens is investigating this issue.